Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the integrated electro surgical generator unit (iesu) kept faulting and making an error noise. The customer rebooted the iesu, with no change. The intuitive tech support engineer (tse) recommended powering down the iesu, disconnecting the iesu power cable for a minute, reconnecting the power cable, and then powering on the iesu. The customer stated that they had to end the call and would try the recommendations when possible. The error logs showed multiple c-83 (communication) and 1-88 (parity) errors. The procedure was completed as planned, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was not confirmed based on the failure analysis.